Event description:
Rectal mucosa tear while taking biopsy with suction rectal biopsy forcep. Resulted in 300 cc. Blood loss requiring massive transfusion and oversew of an arterial bleeder. Per independent engineering assessment, the cutting edge of the internal cutter is quite dull and some material loss is exhibited around the edge of the blade. Comparison with another unused cutter would be useful. To investigate further, engineer would need to talk to the device operator, other staff with knowledge about the use of the device, and review any incident reports made following this particular (or other similar) incidents.